Event description:
It was reported that atrial pacing via the rv lead was noted. Dislodgement was confirmed via x-ray. The lead was capped and replaced. The patient condition was good during and after the event.